Manufacturer narrative:
The insulin pump powered up properly after battery installation and was monitored and no black display, battery out limit alarms, low battery alerts or high pitch noise noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a21 or e21 alarms noted. No e17 or a17 alarms noted. The insulin pump had multiple a47 alarms in history screen due to corrupted history file. The insulin pump was received with cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump makes differently beeping sounds when they press buttons. The patient's blood glucose at the time of incident was 8.2 mmol/l. The customer also mentioned that their insulin pump made a squealing high pitched noise and the display screen went fully black. The customer had also been having issues with battery out limit alarms, low battery alerts, and spanish software anomaly alarms. Additionally, the device alarmed with an unexpected restart error alarm. The customer confirmed that a temp basal was not programmed before the alarm. The alarm occurred shortly after a new battery was inserted. The customer had been using different battery caps in order to resolve the anomalies but the anomalies persisted. Troubleshooting for the other battery alarms and noise anomalies were declined. The insulin pump will be returned for analysis.